Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio control determined that the cause of the observed and reported issue was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The leaky filter had 394 ua of excessive current and caused the internal hlc batteries to become depleted. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing a charge-pak icon. After an evaluation of the device by physio-control, it was observed that the analog pcb assembly was causing excessive electrical leakage which was depleting the internal hlc batteries. Depletion of the hlc batteries would lead to the device not having the ability to deliver adequate defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.